Event description:
As reported, the patient was enrolled in a clinical study, (B)(4). The patient had a smart control 6 x 60 stent successfully implanted in the distal right superficial femoral artery (rsfa) target lesion during the study index procedure. The percent stenosis of the rsfa target lesion was unknown and no target lesion was provided. On an unknown date, the patient experienced claudication and target lesion revascularization was performed. Seventeen and one-half months after the study index procedure, the patient was reported to have recovered. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that the patient¿s medical history was unknown. The patient was compliant with his medical regimen. The restenosis was treated by revascularization (unspecified). No additional target lesion characteristic information was available. The percent stenosis of the restenotic lesion was not available. No additional information is available. A report was received indicating that a patient in a clinical study had a smart control 6 x 60 stent successfully implanted in the distal right superficial femoral artery (rsfa) target lesion during the study index procedure. The percent stenosis of the rsfa target lesion was unknown and no target lesion was provided. On an unknown date, the patient experienced claudication and target lesion revascularization was performed. Seventeen and one-half months after the study index procedure, the patient was reported to have recovered. Additional information received indicated that the patient¿s medical history was unknown. The patient was compliant with his medical regimen. The restenosis was treated by revascularization (unspecified). No additional target lesion characteristic information was available. The percent stenosis of the restenotic lesion was not available. No additional information is available. The device remains implanted in the patient and is not available for inspection. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15642766 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15642766. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral artery disease. There are possible patient, vessel, and pharmacological factors that may have contributed to the reported event. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
(B)(4). Please note that the exact event date was unknown but was reported to be (B)(6) 2014. The patient was reported to have recovered on (B)(6) 2014. (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.